Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for what the doctor believes were episodes with conducted atrial fibrillation. Boston scientific technical services (ts) reviewed data from the device and provided reprogramming recommendations to avoid therapy when these types of episodes occur. No additional adverse patient effects were reported. The device remains in service. Additional information was received. The episodes were reviewed by the doctor and ts in order to determine the best programming options and plan for this patient. No adverse patient effects were reported. The device remains in service.